Event description:
During lvad interrogations there have been "low voltage advisory" alarms noted, 8 batteries, 4 clips, ubc, pm and patient cables withour external damage. Thoratec help line was called and recommended to change system controller to back up.